Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that three rns have had issues with the new introducers in the 3cg PICC kits are "shredding" and very difficult to use. One nurse stated, "I used one today and it made me have to poke the patient again and knick way more then I would of normally needed to. " this report addresses event three.